Event description:
This report is based on information provided by a philips remote service engineer, a bench engineer and a technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device shows a ¿cell phone fault¿ error message. There was no patient involvement and no impact on the user.

Manufacturer narrative:
Previously reported on (B)(4) with MDR # 3003832357-2025-000720. Device investigation has taken place on (B)(4) with MDR # 3003832357-2025-000720.